Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2018 for a high blood glucose exceeding 600 mg/dl. Prior to the incident, the customer experienced five hypoglycemic episodes during july which required glucagon treatment. Now the customer's blood glucose would remain elevated without decreasing. The patient was treated for their hyperglycemia with the insulin pump and manual insulin injections. The customer was also given an IV solution. During troubleshooting for the high blood glucose, no insulin pump anomalies were noted. Additionally, the customer mentioned being hospitalized on (B)(6) 2018 for passing out from a blood glucose of 22 mg/dl. The customer was treated with glucagon. The customer was also disconnected from the insulin pump and treated with an IV. Medical staff also changed the device's basal rates, observed her for a day and a half, and released her. Troubleshooting was initiated for the low blood glucose but no anomalies were noted. The insulin pump was not returned for analysis.